Manufacturer narrative:
Evaluation summary- evaluation of the returned device found the suture was returned partially exposed. The posterior cuff was not returned. The plunger had already been deployed and the marker lumen tube was occluded with dry blood. The needle follower was broken and the foot lever was closed. The posterior needle was bent and the barb was severly damaged. The posterior foot was found broken. A root cause for the reported issues could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, bleed back in the marker lumen was not "beating rhythmically". The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt sequelae. No add'l info was available.